Event description:
It was reported that pump displayed malfunction alarm code 24 with associated fault and could not be reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.